Event description:
A customer reported a cartridge change error with their insulin pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the customer to perform various troubleshooting steps, including inspecting and cleaning pump components. However, the issue remained unresolved, and the customer was advised to escalate the matter to further technical assistance. It was decided that a replacement pump would be sent to the customer, with updated software and training available in their tandem source account. The customer was advised to switch to multiple daily injections as a temporary backup therapy until the replacement pump arrived.